Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A radiologist reported an issue when using this 14cm solero applicator during a lung ablation procedure. The applicator was tested in saline, prior to inserting into the patient, and there were no issues noted. Once the applicator had been placed, the operator received a "high reflected energy" warning several times and repositioned the applicator multiple times with no improvement. Upon removing the applicator, the patient had a large tension pneumothorax. This required the placement on a chest drain. When the lung was reflated, another microwave applicator was used with no issues. The procedure was completed and the patient recovered from the large tension pneumothorax. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a solero probe. The probe was connected to the lab testing generator. The device was recognized, and the pump was activated, and the device was primed with water. Test ablations were performed. No temperature issues were noted during functional testing. The reported complaint of high reflected power could not be confirmed due to the inability to recreate all factors that could have occurred at the time of the procedure. The device performed normally in the power tests and did not show excessive reflection at the antenna. Reflections at the antenna are sensitive to tissue moisture content. In some cases, placements in the lung can cause high reflections due to the presence of air in the ablation zone, or lack of moisture in the lung tissue itself. A root cause for the reported event could not be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).